Event description:
Per the initial report, the x-ray cassette tray that slides under the or table has very sharp edges and has resulted in a minor cut which led to bleeding.

Manufacturer narrative:
There is no information on identifiers of patient at this time. The user got a minor cut while using the x-ray cassette holder. The cut was a little deeper than a paper cut which lead to bleeding. There is no established expiration date for this device. Said device was not evaluated. The malfunction has occurred previously and was investigated. The same type of product that failed was evaluated in-house. Evaluation summary: there have been two incidents at the same account. The first incident was not reported; the second event was however reported. The x-ray cassette tray has a pulley for the user to place the x-ray under the seat section. The edges of the x-ray cassette tray are sharp if not ground properly during manufacturing which could cause minor cuts to the user. This is not a single use device.